Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1615037) on 17-jan-2017. The most recent information was received on 22-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of uterine cervical pain ("cervical pain") and menometrorrhagia ("menometrorrhagia") in a 34-year-old female patient who had essure (batch no. 689931) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3, agoraphobia in 2005, headache in 1999, inflammatory arthritis in 1999 and vomiting in pregnancy in 2004. Previously administered products included for an unreported indication: desobel (desogestrel and ethinylestradiol). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced the first episode of pharyngotonsillitis ("amygdalitis/pharyngitis") and the second episode of pharyngotonsillitis ("amygdalitis/pharyngitis"), 1 year 3 months after insertion of essure. On (B)(6) 2013, the patient experienced anxiety ("several episodes of anxiety / anguish"). In (B)(6) 2014, the patient experienced abdominal pain upper ("epigastric pain with burns") and dyspepsia ("epigastric pain with burns"). On an unknown date, the patient experienced uterine cervical pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis"), migraine ("migraine"), tendonitis ("tendinitis /tendonitis"), muscle contracture ("recurrent muscle contractures"), sinusitis ("frequent sinusitis"), raynaud's phenomenon ("reynaud¿s phenomenon"), occipital neuralgia ("occipital neuralgia"), malaise ("repeated malaise") and tenosynovitis ("paratenonitis"). The patient was treated with alprazolam (xanax), amoxicillin (amoxicilline), bacitracin;lysozyme;papain (lysopaine), cefpodoxime proxetil (orelox), cromoglicate sodium (cromedil), diclofenac, diclofenac sodium (voltarene), diclofenac sodium;misoprostol (artotec), domperidone, dydrogesterone (duphaston), ebastine (kestin), etifoxine hydrochloride (stresam), ibuprofen, ketoprofen (profenid), ketoprofen (toprec), levocetirizine, levocetirizine dihydrochloride (xyzall), melatonin (melatonine), methylphenidate, methylprednisolone (solupred), mometasone furoate (nasonex), naphazoline nitrate;prednisolone (derinox), omeprazole, paracetamol (dafalgan), propranolol (propanolol), tixocortol pivalate and surgery (essure removal and total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine cervical pain, menometrorrhagia, adenomyosis, migraine, tendonitis, muscle contracture, sinusitis, raynaud's phenomenon, occipital neuralgia, anxiety, the last episode of pharyngotonsillitis, abdominal pain upper, dyspepsia, malaise and tenosynovitis outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, adenomyosis, dyspepsia, malaise, menometrorrhagia, migraine, muscle contracture, occipital neuralgia, raynaud's phenomenon, sinusitis, tendonitis, tenosynovitis, uterine cervical pain, the first episode of pharyngotonsillitis and the second episode of pharyngotonsillitis with essure. The reporter considered anxiety to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-mar-2019: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6)2017. The most recent information was received on(B)(6)2019. This spontaneous case was reported by a lawyer and describes the occurrence of uterine cervical pain ("cervical pain") in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. On (B)(6)2013, the patient experienced anxiety ("several episodes of anxiety / anguish"), 3 years 3 months after insertion of essure. On an unknown date, the patient experienced uterine cervical pain (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis"), migraine ("migraine"), tendonitis ("tendinitis /tendonitis"), muscle contracture ("recurrent muscle contractures"), sinusitis ("frequent sinusitis"), raynaud's phenomenon ("reynaud¿s phenomenon") and occipital neuralgia ("occipital neuralgia"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6)2017. At the time of the report, the uterine cervical pain, adenomyosis, migraine, tendonitis, muscle contracture, sinusitis, raynaud's phenomenon, occipital neuralgia and anxiety outcome was unknown. The reporter provided no causality assessment for adenomyosis, migraine, muscle contracture, occipital neuralgia, raynaud's phenomenon, sinusitis, tendonitis and uterine cervical pain with essure. The reporter considered anxiety to be related to essure. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2019: during a cluster reconciliation, and following confirmation from the local health authorities, case (B)(4) was identified as duplicate of this case and will be deleted from argus. Lawyer added as reporter. Date of birth, stop date for essure and event (several episodes of anxiety / anguish ) added.legacy device report number: (B)(4) (from deleted case (B)(4)) no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 17-jan-2017. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of uterine cervical pain ("cervical pain") and menometrorrhagia ("menometrorrhagia") in a 34-year-old female patient who had essure (batch no. 689931) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3, agoraphobia in 2005, headache in 1999, inflammatory arthritis in 1999 and vomiting in pregnancy in 2004. Previously administered products included for an unreported indication: desobel (desogestrel and ethinylestradiol). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced tonsillitis ("amygdalitis/pharyngitis") and pharyngitis ("amygdalitis/pharyngitis"), 1 year 3 months after insertion of essure. On (B)(6) 2013, the patient experienced anxiety ("several episodes of anxiety / anguish"). In (B)(6) 2014, the patient experienced abdominal pain upper ("epigastric pain with burns") and dyspepsia ("epigastric pain with burns"). On an unknown date, the patient experienced uterine cervical pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis"), migraine ("migraine"), tendonitis ("tendinitis /tendonitis"), muscle contracture ("recurrent muscle contractures"), sinusitis ("frequent sinusitis"), raynaud's phenomenon ("reynaud¿s phenomenon"), occipital neuralgia ("occipital neuralgia"), malaise ("repeated malaise") and unevaluable event ("paratenonitis"). The patient was treated with alprazolam (xanax), amoxicillin (amoxicilline), bacitracin;lysozyme;papain (lysopaine), cefpodoxime proxetil (orelox), cromoglicate sodium (cromedil), diclofenac, diclofenac sodium (voltarene), diclofenac sodium;misoprostol (artotec), domperidone, dydrogesterone (duphaston), ebastine (kestin), etifoxine hydrochloride (stresam), ibuprofen, ketoprofen (profenid), ketoprofen (toprec), levocetirizine, levocetirizine dihydrochloride (xyzall), melatonin (melatonine), methylphenidate, methylprednisolone (solupred), mometasone furoate (nasonex), naphazoline nitrate;prednisolone (derinox), omeprazole, paracetamol (dafalgan), propranolol (propanolol), tixocortol pivalate and surgery (essure removal and total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine cervical pain, menometrorrhagia, adenomyosis, migraine, tendonitis, muscle contracture, sinusitis, raynaud's phenomenon, occipital neuralgia, anxiety, tonsillitis, pharyngitis, abdominal pain upper, dyspepsia, malaise and unevaluable event outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, adenomyosis, dyspepsia, malaise, menometrorrhagia, migraine, muscle contracture, occipital neuralgia, pharyngitis, raynaud's phenomenon, sinusitis, tendonitis, tonsillitis, unevaluable event and uterine cervical pain with essure. The reporter considered anxiety to be related to essure. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: report received from bayer legal department. New events menometrorrhagia, amygdalitis/pharyngitis, epigastric pain with burns, repeated malaise and paratenonitis were added. Medical history and treatments were added. Essure lot number was specified.essure was removed by total hysterectomy with bilateral salpingectomy due to metrorrhagia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was reported via regulatory authority (B)(6) ((B)(4)) on 17-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of uterine cervical pain ("cervical pain") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced uterine cervical pain (seriousness criteria medically significant and clinically significant/intervention required), migraine ("migraine"), tendonitis ("tendinitis"), muscle contracture ("recurrent muscle contractures"), adenomyosis ("adenomyosis"), sinusitis ("frequent sinusitis"), raynaud's phenomenon ("reynaud's phenomenon") and occipital neuralgia ("occipital neuralgia"). The patient was treated with surgery (patient informed her intention to have her implants removed in (B)(6) 2017). At the time of the report, the uterine cervical pain, migraine, tendonitis, muscle contracture, adenomyosis, sinusitis, raynaud's phenomenon and occipital neuralgia outcome was unknown. The reporter provided no causality assessment for uterine cervical pain, migraine, tendonitis, muscle contracture, adenomyosis, sinusitis, raynaud's phenomenon and occipital neuralgia with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 14-mar-2017 for the following meddra preferred term: uterine cervical pain. The analysis in the global safety database revealed 6 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation received. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced cervical pain. She is planning to have her implants removed. This event is regarded as unanticipated according to the reference safety information for essure. In this particular case the consumer had adenomyosis; this condition could be a possible alternative explanation for her pain. However, considering event's nature a contributory role of the suspect device cannot be totally excluded. Additionally, non-serious events were reported. This case was regarded as incident since essure removal is planned. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No further information will be available, because health authority does not allow active follow-up.